Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion: close examination of the cause of the patient who presented to the hospital with left leg pain confirmed an occlusion within the left leg extension stent graft of treo devices implanted at (B)(6) university on (B)(6) 2023 (main: 28-b2-26-100u, right leg: 28-l2-24-120u, left leg: 28-l2-24-100u). The physician considered that the central part of the left leg extension was implanted slightly peripherally, and the peripheral part of the left leg extension was implanted in a calcified and narrow part in the peripheral part of the cia, resulting in failure of expansion and causing pain. A fogarty catheter (edwards lifesciences) was used to remove the thrombus, and then a treo left leg extension stent graft (28-l2-15-080u) was implanted centrally, and a viabahn vbx (11mm x 78mm, gore) was implanted peripherally to ensure blood flow. The procedure was successfully completed. Blood loss: amount is unknown. Image available pre-case plan available additional information available (tc#bm231000856)" patient outcome - "the patient had serious health damage but recovered."